Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA: 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text.

Event description:
It was reported that tubes are under filling with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 278 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: tubes which do not present empty at the time of performing the patient's sagria.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 278 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: tubes which do not present empty at the time of performing the patient's sagria.